Event description:
Country of complaint: (B)(6). Device 4 of 5. Paper scraps falling when opening.

Manufacturer narrative:
Evaluation: samples received: 10 unopened pouches. Analysis and results: there are no previous complaints of this reference batch. There are no units in manufacturing site stock. Opening of packaging on the closed samples received is correct and the usual one. The opening of packs have been done on the diagonal way, but the support cardboard was broken as can be seen in one of the units. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: the complaint is corresponding (justified). We are working with the cardboard support suppliers on order to avoid/reduce the quantity of particles that are generated at the opening of the package. This action also includes a developing of a new packaging.